Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia (B)(4) defibrillator internal paddles did not discharge during sync. There was no negative patient impact.